Event description:
It was reported that a patient underwent strabismus surgery on (B)(6) 2011 and suture was used. There were no complications and the patient's ocular alignment was excellent on the first post-operative day. On (B)(6), the surgeon noted an outward drift of the eye and the patient was taken back to the operating room. Upon inspection under anesthesia, the suture had broken. The knot was fully intact but the proximal suture was broken. The patient was re-sutured.

Manufacturer narrative:
Date sent to the FDA: (B)(6) 2011. Exotropia. The procedure on (B)(6) 2011 was a bilateral medial rectus advancement, bilateral superior rectus recession and suture was used. The surgeon took partial scleral thickness passes through the original medial rectus muscle insertion with the suture. On post-operative day five, the eye mis-alignment was detected during a routine visit. The surgeon noted enlarging exotropia post-operatively, decreased adduction, and widening palpebral fissure on adduction. All of these symptoms indicated that the medial rectus had slipped backwards. During the re-operation on (B)(6) 2011, the surgeon noted that the suture broke in one location and therefore the muscle pole slipped posteriorly. The broken suture appeared slightly frayed. The muscle was recovered and a new like suture was placed in it. The muscle was then re-sutured to the globe. Currently, the patient's status is excellent. After the re-operation, the ocular alignment is a satisfactory small angle esotropia.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.